Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 421 mg/dl. The customer's other blood glucose was 356 mg/dl, 291 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states that they changed sensor and then customer was out of auto mode. Customer states that they had low blood glucose for two weeks. The insulin pump will not be returned for analysis.